Event description:
It was reported that the lens haptic popped out and the incision was enlarged to remove the remainder of the lens. A back up lens was implanted. Additional information has been requested, but no additional information has been received. Reference MDR# 1313525-2015-01173 for the lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.